Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was 306 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/a33 test due to faulty fsr. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.